Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -02.50. Evaluation: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -02.50 diopter implantable collamer lens in patient's left eye on (B)(6) 2015. Refractive surprise was noted on (B)(6) 2015. The lens was explanted and exchanged for a same length, similar diopter lens on (B)(6) 2015. This resolved the problem. Patient's last visit, ucva was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspections were also performed. (B)(4).